Event description:
A customer reported difficulties with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to press the button firmly while supporting the pump, but the issue persisted. The pump was under warranty, and technical support arranged for a replacement. The customer was instructed on how to put the pump into storage mode and to return it using a pre-paid label within ten days. The customer will use mdi as a backup insulin therapy.